Event description:
Customer reported that the physician went to open a bravo system and noted that the magnet clip on the capsule came off. Following internal investigation, it was found that capsule came separately from delivery system therefore this case will be investigated as failed to attach case.